Event description:
Related manufacturer reference number: 2017865-2023-17950. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead and right ventricular lead were oversensing noise. Both leads were explanted and replaced. The patient was in stable condition post-procedure.